Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received an inappropriate shock due to what appeared to be oversensing of p waves. Inappropriate anti-tachycardia pacing (atp) was also delivered. The presenting rhythm showed undersensing of r waves with functional loss of capture (loc). An x ray was obtained which revealed the rv lead was pulled back into the right atrium. This patient admitted to twiddling this ICD device. This ICD therapy was programmed off for now and the rv lead will be revised at a future date. No adverse patient effects were reported.